Event description:
Reporter alleged blood glucose measured 259 mg/dl back to back with the doctor's measurement of 79 mg/dl when testing was performed at the same time. Reporter stated customer was found in a coma in the morning and the ambulance treated him with a glucose IV after a relative was unable to give him sugar to elevate glucose. Reporter stated customer went to the doctor and had glucose tested the afternoon of the alleged incident. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the device and replacement product was sent.